Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported severe pain after a scan and MRI scan that my right implant has ruptured and is leaking. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d3, d6a, g1.

Event description:
Patient reported "severe pain after a scan and MRI scan that my right implant has ruptured and is leaking." This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; d6a.

Event description:
Patient reported severe pain after a scan and MRI scan that my right implant has ruptured and is leaking. This record is for the right side. Device remains implanted.